Event description:
In 2004, a pt had undergone elective surgery in which the endotine forehead devices were implanted. Pt stated as several months went by, the implants healed over, but the area above her forehead remained visibly lumpy and showed signs of bruising. She indicated that 5 mos later, the bruising and lumpiness had moved down onto her forehead and had become tender to touch. One mo later, she underwent surgery to remove the implanted devices.